Event description:
It was reported there was an error message when attempting to upgrade programmer with reveal software. Attempted service disk without success. The programmer and rf (radio frequency) head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) link electronics module printed circuit board has a loose ECG (electrocardiogram) connector. Programmer hard drive is noisy. Programmer does not boot up with any errors, but it was found that a system error had occurred three times in the past. The "12" speed light on printer is always on. Programmer does not boot to test software. (B)(4) the rf (radio frequency) head cable was found out of electrical specification.